Event description:
As reported by the user facility: line severed in pump after infusing correctly for over 2hrs. Kcl leaking in pump and pushing air towards patient without triggering air in line alarm.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The device was not returned for evaluation. A review of the device history log was performed. Log review showed on (B)(6) 2025 at 8:15 am an infusion start of 50 ml/hr and 50 ml (k+chlor). At 9:15 am pump entered kvo and at 9:16 am infusion was stopped. At 9:16 am an infusion start with new vtbi set to 100 ml and at 9:38 am infusion was stopped with a volume infused to 68.24 ml and door was opened with no further infusions taking place. Based on the review, the reported defect was not observed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.